Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 141 mg/dl. The customer's husband stated that prior to the event, the customer had treated herself for a low blood glucose reading of 135 mg/dl, which caused her blood glucose level to fall to 31 mg/dl. The customer's husband further stated, that the customer then took glucagon and her blood glucose level rose to over 359 mg/dl. The programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and was still sensitive to back pressure. Nothing further was reported.